Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions catheter was returned for evaluation. Visual inspection found a portion of missing adhesive from the distal fillet, a deformed distal tip, and a bent scanner. The inner member was bunched up, distal shaft was stretched, and the microcables were broken but contained within the shaft material. Block h6: the probable cause of the reported failure is due to damage during use/handling. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a peripheral procedure. During use, the catheter got stuck on a non-philips guidewire. The catheter was able to be removed from the guidewire, but the tip got stretched. A new catheter was used to complete the procedure with no patient injury reported. During the device evaluation, a portion of adhesive was missing from the distal fillet. This product problem is being submitted because the visions catheter had missing material. There is potential for harm if it were to recur.